Event description:
As reported by the edwards clinical specialist, following deployment and post dilatation of a 23mm sapien valve, transesophageal echo(tee) revealed 2+ central aortic insufficiency (ai). While the ai was being assessed the valve migrated slightly aortic. A second sapien valve was deployed within the first valve. Per report, the 1st sapien valve crossed the native valve without difficulty. While positioning the valve via fluoroscopy, the valve moved slightly aortic, but was positioned what appeared to be in a 60:40 position. The valve then moved slightly aortic. Tee revealed 1+ posterior paravalvular leak (pvl), and wire related central aortic insufficiency (ai). A catheter was then advanced over the wire and the wire was removed. The central ai improved to trivial, but hemodynamically the patient's diastolic pressure decreased from 60mm/hg to 40mm/hg. The valve had been deployed too aortic. The catheter was pulled back into the aorta and an angiogram was performed. At this point, the valve appeared to be in a 90:10 position, however, the valve was stable in the annulus and there was only mild pvl. An additional 1cc of contrast was added to the rf3 system and the valve was post dilated. Post dilation tee revealed a decrease in posterior pvl to trivial but now there was 2+ central ai. The decision was made to implant a second valve. A 23mm sapien valve was prepped and advanced. It was positioned approximately one stent strut below the first valve and deployment was one half stent strut ventricular to the first valve. Post second valve deployment tee revealed zero pvl and zero central ai. Diastolic pressure returned to baseline. It was noted that post second valve deployment, mitral regurgitation (mr) increased to 3-4+, but by the end of the procedure the mr returned to a baseline of 2+. The right femoral artery was closed. Post angiogram of the right femoral artery revealed brisk flow. During investigation of this event, it was reported that the 1st valve appeared coaxial prior to deployment, balloon inflation was held > 3 seconds and there was no loss of pacing during deployment. Ejection fraction was 55% and annular calcification was severe. In addition the edwards clinical specialist indicated that factors contributing to this event included difficulty obtaining a good image due to the patient size and not having an optimal angle, although close. The first valve migrated somewhat aortic while discussion of placement occurred but not through any fault of equipment or deployment.

Manufacturer narrative:
This patient was randomized to the (B)(4) clinical study for aortic stenosis, nyha class iii. She underwent transfemoral implantation of two 23mm edwards sapien transcatheter heart valves. Cine and echo imaging for this case were submitted to edwards for review. The imaging was reviewed by edwards' medical staff. Observations: cine: severe aortic valve calcification; severe aortic root calcification; no porcelain aorta, severe semi-circular mac. Imaging intensifier angle fair with second sinus below the plane of the first and third sinuses. Unremarkable valvuloplasty. Good coaxial alignment of delivery system and valve prior across the native valve. Ventilation held; good pacing capture. Valve positioned 50/50; however 28% movement aortic during deployment. Post deployment aortogram demonstrates mild-moderate aortic regurgitation (ar). Echo: on echo, the patient has a well preserved left ventricular ejection fraction (lvef). Aortic valve is tri-leaflet and severely calcified with bulky calcification on the left coronary cusp and non-coronary cusp. Aortic valve annular diameter = 22mm, stj =23mm, sov=30mm. No sov obliteration. Moderate septal hypertrophy. Moderate-severe central mitral regurgitation. Valve position (post deployment) approx 2mm too aortic. A 2+ central ai; trivial paravalvular leak (pvl). No evidence of a non functioning sapien leaflet. No evidence of native leaflet overhang. The sapien valve does not appear to be appreciably flared or crowned. Impressions: the sapien valve moved aortic during deployment, probably secondary to well preserved lvef and moderate septal hypertrophy. The non functioning leaflet cannot be confirmed by the available echo images, etiology of central ai is uncertain based on the cine and echo. Per the device's instructions for use (IFU), complications associated with aortic valve replacement and bioprosthetic heart valves include but are not limited to aortic insufficiency, device migration (due to improper sizing, deployment, or other), and hypotension. The IFU warns correct sizing of the bioprosthesis is essential to help prevent paravalvular leak, migration, and/or annular rupture. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Hypotension is an extremely common occurrence during valve implant procedures and has multiple potential etiologies. Contributing factors can include this patient's underlying co-morbidities (chf, cad, valve disease), anesthesia, and the procedure itself. In this case, patient and procedural factors appear to have caused or contributed to the reported events. No further actions are required at this time.

Manufacturer narrative:
The device remains implanted in the patient. The device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device. Investigation of this event is ongoing.